Manufacturer narrative:
H.6. Investigation: no samples were returned therefore the investigation was performed based on the photos provided. Five photos of an open bd shelf carton and sealed pen needles were provided. The customer reported when opening the needles pack, she found a needle with a bigger caliber. The photos were examined, and it was observed that a shelf carton for 31gx5mm pen needles from cat# 320147 contained 31gx8mm bd pen needles from lot# 5120113. The products in the provided photos were captured after use, therefore, the alleged mixed product issue could not be determined to be a manufacturing related defect. Furthermore, lot# 9046867 was manufactured in 2019 and lot# 5120113 was manufactured in 2015¿4 years apart¿so it is unlikely that these products would have been packaged together as a result of a manufacturing related defect. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that 1 pen ndl 31ga 5mm needle package contained mixed lengths of needles. The following information was provided by the initial reporter : the customer reported 5 mm pen needles were mixed with 8 mm pen needles in the same package.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone# : (B)(6). Initial reporter zip code : (B)(6). Initial reporter e-mail : (B)(6). A device evaluation is pending but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 pen ndl 31ga 5mm needle package contained mixed lengths of needles. The following information was provided by the initial reporter : the customer reported 5 mm pen needles were mixed with 8 mm pen needles in the same package.